Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unknown) when the device lost the screen display. The medics were able to obtain another device to monitor the pt. There were no adverse effects on the pt.